Event description:
It was reported that a malfunction occurred with the customer's device, indicated by the display of malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information to the customer and assisted with resetting the pump.